Event description:
The patient reported that one of their v-go 40 devices fell off. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, has not been received.

Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the device fell off complaint. Visual inspections were performed and found some foreign contamination. Brownish contamination was observed on and around the needle well and on the foam pad. An accurate assessment of the foam pad could not be performed; due to the used condition of the returned devices, the original adhesion properties could not be verified. Based on the condition upon receipt, a moderate amount of adhesion residue was observed on the pad. Functional tests were performed. The adhesive pads were probed, and it verified that there was a moderate amount of adhesion remaining. After probing the foam pads, the adhesive pads were attached to the technician's glove; the devices lifted off the table surface, and the adhesion strength was verified as still sufficient. The complaint about these devices could not be confirmed.